Event description:
It was reported that the bronchovideoscope experienced an image fault where the image disappears. The issue occurred during a therapeutic thoracic surgery procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported issue was due to dirt on objective lens. The most probable cause of the complaint is cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.